Event description:
It was reported that before use of the syringe heparin 27gax1/2 1ml there were scale marking issues and issues with foreign matter. There were 10 syringes with these issues. The following information was provided by the initial reporter, translated from french to english: printing thicker than expected on plastic. Presence of liquid. 10 syringes detected in 1 box. No data on the whole lot.

Manufacturer narrative:
Investigation: customer returned (3) loose 1ml bd syringe labeled for calciparine from lot # 7177608. Customer states that the printing is thicker than expected and there is a presence of a liquid. All returned syringes were examined and all samples exhibited smeared scale markings printed on the barrel. However, no sample exhibited any foreign matter in or on the samples. A review of the device history record was completed for batch # 7177608. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Unable to determine the root cause of the smeared print. CAPA#162566 was opened on 25oct2017 after the date of manufacture to address printing defects."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe heparin 27gax1/2 1ml there were scale marking issues and issues with foreign matter. There were 10 syringes with these issues. The following information was provided by the initial reporter, translated from (B)(6) to english: printing thicker than expected on plastic. Presence of liquid. 10 syringes detected in 1 box. No data on the whole lot.